Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device related issues were reported. It was reported that the center reported the wrong information for this patient. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists multiple potential adverse events associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had not died, but was instead ongoing on the lvad.

Event description:
It was reported that the patient passed away. The cause of death was not provided.

Manufacturer narrative:
Date of event: the site reported the date of death of (B)(6) 2016, but the patient was known to be ongoing after the date of death reported. The event date has been estimated and date of death is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.